Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device was not returned for this issue. No evaluation required for this issue.

Event description:
It was reported that the customer miscalculated the amount of insulin needed, and delivered too large of a bolus which resulted in blood glucose (bg) level of 72 (mg/dl). The customer consumed glucose tablets to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.